Event description:
It was reported that the smartsite needle-free connector was blocked/occluded during the fluid/drug injection. The following information was provided by the initial reporter: "diffficulty with injection of fluid/ drugs through these bungs".

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 7/26/2021. H.6. Investigation: thirty-one 2000e-04 samples from lot 20116591 were received in sealed packaging for investigation. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the ten of the returned smartsite components to a retained 50ml bd plastipak syringe from stock. In each instance no flow restrictions or occlusions were identified. A review of the production records for lot 20116591 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite. CAPA# (B)(4) was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite needle-free connector was blocked/occluded during the fluid/drug injection. The following information was provided by the initial reporter: "diffficulty with injection of fluid/ drugs through these bungs."